Manufacturer narrative:
No unexpected weak battery alerts noted. Insulin pump was unable to perform displacement test, operating currents measurements, off no power test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test due to unresponsive keypad. No button response on the act and up arrow buttons due to moisture damage on keypad traces noted. Insulin pump had a cracked lcd window, cracked case on lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot. Slightly corroded battery tube noted.

Event description:
It was reported that customer experienced keypad anomaly. Customer reports that while trying to treat for a low blood glucose, insulin pump dropped and as a result, only the esc and down arrow keys function. Customer's blood glucose was 2.7 mmol/l. Troubleshooting could not be performed due to button malfunctions it was advised that insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).